Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted.

Event description:
It was reported that the patient had a reaction to the silent nite that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it is noted that the patient had an odd taste in the mouth when eating.

Manufacturer narrative:
CAPA 2023-006 the device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The tested reset samples are free of defects. Possibly material attacked by too aggressive cleaning. Agents containing solvents destroy the bond of erkoloc-pro. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Lot# e-pro: 3mm11801202 (erkoloc-pro) was manufactured from january 11, 2022 and was assigned an expiration of january 2025. Lot#: 22145 (connectors) was manufactured from november 11, 2021 and was assigned an expiration november 2024. Lot#: 10m-osch-22 (bite tabs) was manufactured from april 26, 2022 and was assigned an expiration of 1 year. Lot#: slcn l31eac2560 (hardware) was manufactured from july 14, 2022 and was assigned an expiration of july 13, 2024. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned in the original case. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 7322 rev 6.0 (silent nite sleep appliance instructions for use) provides warning in "precautions" section: · do not soak the device in mouthwash, denture cleanser, hot water (> 50 °c) or alcohol. · do not wash the device with soap, toothpaste, or mouthwash. · do not dry the device with a blow dryer. · do not store in direct sunlight." Per the reported information, the patient has an allergy to latex. Supplier erkodent reviewed the incident details and stated "it is unusual that a real allergic reaction starts only after 8 days, it could have other causes." Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Event description:
It was reported that the patient had a reaction to the silent nite e-95 material that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it is noted that the patient was having sensitivity issue in mouth while eating food.

Manufacturer narrative:
Device labeling (silent nite): patients should use with caution. Allergic reactions cannot be excluded. Regular dental follow-ups are recommended to review any side effects to avoid device breakage, allergic reaction, irritation, or discomfort that leads to frustration or discontinuation of this therapy. CAPA 23-006. Manufacturer reference: (B)(4).